Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date as the event date was not provided.

Event description:
It was reported that stent dislodgement outside patient occurred. A 2.75 x 24mm synergy xd drug-eluting stent was selected for use. However, during the preparation, package was opened, and it was noticed that stent mesh was not crimped onto balloon. The device was not used, and no patient complications reported.

Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date as the event date was not provided. Device evaluated by manufacturer: a synergy xd mr ous 2.75 x 24mm stent delivery system (sds), was returned for analysis. A visual and tactile examination identified a hypotube kink 58.5cm from the strain relief. Visual inspection of the outer and inner lumen and tactile examination of the mid-shaft section found no issues. Microscopic examination of the crimped stent via scope found evidence of stent damage with the struts being flared at both the proximal and distal section. There were traces of contrast media in the inflation lumen. The bumper distal tip was flared. Dimensional analysis included measurement of the undamaged crimped stent outer diameter and the result was within max crimped stent profile measurement. No other issues were identified during analysis.

Event description:
It was reported that stent dislodgement outside patient occurred. A 2.75 x 24mm synergy xd drug-eluting stent was selected for use. However, during the preparation, package was opened, and it was noticed that stent mesh was not crimped onto balloon. The device was not used, and no patient complications reported.